Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited intermittent high pace impedance measurements on the right ventricular (rv) channel going back one (1) year. The impedance measurements were noted to be between approximately 500 ohms and 1500 ohms, which is high but within the normal specification range. The rv lead is not a boston scientific product. It was noted that there is no evidence of any noise at this time and the healthcare provider (hcp) indicated they could not reproduce any noise with isometric testing. Boston scientific technical services (ts) indicated that this appears to be a device header spring contact issue and recommended to consider reprogramming the rv lead to a spit configuration of unipolar pacing and bipolar sensing. The hcp first tested the rv stimulation threshold in the unipolar configuration, which was 1.1 volts, and then reprogrammed the rv lead to the recommended split configuration. The patient will continue to be monitored. The products remain in-service. No patient symptoms or adverse patient effects were reported.